Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent a reverse shoulder procedure on (B)(6) 2010. Patient suffered a fall and landed directly on his shoulder resulting in a revision procedure on (B)(6) 2011; the humeral tray was noted to be fractured and was removed and replaced.